Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein their left scs lead was explanted, replaced, and therapy was restored.

Manufacturer narrative:
The event of lead revision was reported to abbott. The patient was experiencing autoreducing due to high impedance. The lead was explanted and replaced. Therapy restored in recovery. The results of the investigation are inconclusive as the device was not returned for evaluation .based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6) , batch:a000135687.

Event description:
It was reported that the patient was experiencing auto reducing and was noted to have one lead with high impedance on every contact. The patient noted having a fall prior to noticing the issue. Surgical intervention may take place at a later date to address the issue.